Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, the outer cannula is not fired. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one maxcore disposable core biopsy instrument was received. On visual evaluation, the device was received with a needle protector and without a yellow guard attached to the needle. The device appeared to have residue thought out the needle. The device was received fully primed with the top and bottom slide pulled back. Functional testing, to prime the top and the bottom slide was then pushed into the device and was able to lock into the device. The device was fully primed with no issues. The device was further tested by cocking and firing the device 3 times into the chicken breast using each trigger for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were collected with no issue. Therefore, the investigation is unconfirmed for the reported failure to fire as the device was able to prime and fire properly. All 6 samples were collected with no issue. A definitive root cause for the reported failure to fire could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore device. During the procedure, it was found that the outer cannula didn't fired. There was no reported patient injury.